Event description:
It was reported from surgeon that an edwards bioprosthetic aortic valve has become stenotic and regurgitant after a period of 10 years. Cardiac consult states: "2d echocardiogram showed ejection fraction of 50% with severe prothetic valve aortic stenosis and moderate aortic insufficiency." Cardiac progress note: "patient had heart catheterization....which showed patent lima to the lad, patent vein grafts to the diagonal and circumflex. She had prosthetic valve stenosis and regurgitation,"

Manufacturer narrative:
Valve remains implanted and will not be available for evaluation. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. Stenosis of a bioprosthetic valve is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.